Event description:
This case was initially received via regulatory authority (FDA, reference number: mw50764604) on (B)(6) 2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") and device dislocation ("coil in left tube had migrated and was protruding from the tube") in a female patient who had essure (batch no. 927084) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included breast prosthesis implantation. Concomitant products included cholecalciferol (vitamin d), fish oil and menaquinone (vitamin k2). On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced polyarthritis ("inflammation and joint pain spread throughout the entire body"), arthralgia ("inflammation and joint pain spread throughout the entire body"), musculoskeletal pain ("pain in shoulders was near debilitating") and amenorrhoea ("never had another menstrual cycle since essure insertion"). In 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, disability and intervention required), alopecia ("hair loss"), rash generalised ("random rashes on the body"), vaginal infection ("unexplained vaginal infections"), thyroid disorder ("thyroid issues"), abdominal pain ("abdominal pain"), abdominal distension ("bloating"), back pain ("back pain"), weight increased ("weight gain") and feeling abnormal ("brain fog"). The patient was treated with surgery (full hysterectomy with essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, device dislocation, polyarthritis, arthralgia, musculoskeletal pain, amenorrhoea, alopecia, rash generalised, vaginal infection, thyroid disorder, abdominal pain, abdominal distension, back pain, weight increased and feeling abnormal outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, amenorrhoea, arthralgia, back pain, device dislocation, feeling abnormal, musculoskeletal pain, pelvic pain, polyarthritis, rash generalised, thyroid disorder, vaginal infection and weight increased to be related to essure. The reporter commented: during hysterectomy it was discovered that the coil on the left tube had migrated and was protruding from the tube. She mentioned that she had a serious injury (hospitalization, disability/permanent damage and required intervention) but did not specify it to one of the events. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw (B)(4)) on 20-apr-2018. The most recent information was received on 13-dec-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), fallopian tube perforation ('fallopian tube perforation / coil in left tube had migrated and was protruding from the tube/working it's wax out of the fallopian tube, migration/ fallopian tubes'), autoimmune thyroiditis ('hoshimoto's disease') and colporrhaphy ('anterior colporrhaphy') in a 51-year-old female patient who had essure (batch no. 927084) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervical spine degeneration on (B)(6) 2013, atherosclerosis in (B)(6) 2013, pap smear abnormal in (B)(6) 2011 and irregular periods. Concurrent conditions included breast prosthesis implantation. Concomitant products included allium sativum (garlic), colecalciferol (vitamin d3), desogestrel;ethinylestradiol (desogen), fish oil (omega 3), medroxyprogesterone acetate (depo provera), progesterone;testosterone, thyroid (armour thyroid), vitamin d nos (vitamin d) and vitamin k nos (vitamin k). On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced polyarthritis ("inflammation and joint pain spread throughout the entire body"), arthralgia ("inflammation and joint pain spread throughout the entire body"), musculoskeletal pain ("pain in shoulders was near debilitating"), amenorrhoea ("never had another menstrual cycle since essure insertion"), dyspareunia ("dyspareunia (painful sexual intercourse)"), muscular weakness ("muscle weakness"), vaginal discharge ("vaginal discharge"), dysmenorrhoea ("dysmenorrhea (cramping)") and suprapubic pain ("suprapubic pain") and was found to have heart rate increased ("elevated heart rate/ blood/heart disorder"). In 2016, the patient experienced alopecia ("hair loss") and fatigue ("fatigue"). On (B)(6) 2018, the patient underwent colporrhaphy (seriousness criterion medically significant), 5 years 11 months after insertion of essure. In (B)(6) 2018, the patient experienced urticaria ("severe hives spreading from head to toe over weeks"). In 2018, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, disability and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), rash ("random rashes on the body/ongoing unexplained skin rashes on stomach back and occasionallx arms, rash/ skin condition"), vaginal infection ("unexplained vaginal infections"), thyroid disorder ("thyroid issues"), abdominal pain ("abdominal pain"), abdominal distension ("bloating/ gi conditions"), back pain ("back pain"), feeling abnormal ("brain fog"), urinary incontinence ("incontinence/ bladder or urinary problems"), anxiety ("anxiety/ psych injury related to essure"), cervix inflammation ("chronic cervix inflammation"), muscle spasms ("leg spasm"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, davinci platform). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, arthralgia, musculoskeletal pain, alopecia, abdominal pain, abdominal distension, back pain, dyspareunia, muscular weakness, fatigue, anxiety, urticaria, dysmenorrhoea, cervix inflammation and suprapubic pain had resolved, the fallopian tube perforation, autoimmune thyroiditis, colporrhaphy, polyarthritis, amenorrhoea, rash, vaginal infection, thyroid disorder, weight increased, feeling abnormal, urinary incontinence, vaginal discharge, heart rate increased, vaginal haemorrhage and menorrhagia outcome was unknown and the muscle spasms was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, amenorrhoea, anxiety, arthralgia, autoimmune thyroiditis, back pain, cervix inflammation, colporrhaphy, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, feeling abnormal, heart rate increased, menorrhagia, muscle spasms, muscular weakness, musculoskeletal pain, pelvic pain, polyarthritis, rash, suprapubic pain, thyroid disorder, urinary incontinence, urticaria, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: during hysterectomy it was discovered that the coil on the left tube had migrated and was protruding from the tube. She mentioned that she had a serious injury (hospitalization, disability/permanent damage and required intervention) but did not specify it to one of the events. Discrepancy noted in essure insertion date (B)(6) 2012. Patient received treatment for events-dyspareunia, dysmenorrhea, migration, fallopian tube perforation. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2012: he placement looked correct.; on (B)(6) 2017: he placement looked correct. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion; on (B)(6) 2017: total bilateral occlusion. Lot number: 927084, manufacture date: 2011-12, expiration date: 2014-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-dec-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
E was initially received via regulatory authority (FDA, reference number: mw (B)(4)) on 20-apr-2018. The most recent information was received on 17-sep-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") and device dislocation ("coil in left tube had migrated and was protruding from the tube") in a female patient who had essure (batch no. 927084) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included breast prosthesis implantation. Concomitant products included colecalciferol (vitamin d), fish oil and menaquinone (vitamin k2). On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced polyarthritis ("inflammation and joint pain spread throughout the entire body"), arthralgia ("inflammation and joint pain spread throughout the entire body"), musculoskeletal pain ("pain in shoulders was near debilitating") and amenorrhoea ("never had another menstrual cycle since essure insertion"). In 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, disability and intervention required), alopecia ("hair loss"), rash generalised ("random rashes on the body"), vaginal infection ("unexplained vaginal infections"), thyroid disorder ("thyroid issues"), abdominal pain ("abdominal pain"), abdominal distension ("bloating"), back pain ("back pain"), weight increased ("weight gain") and feeling abnormal ("brain fog"). The patient was treated with surgery (full hysterectomy with essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, device dislocation, polyarthritis, arthralgia, musculoskeletal pain, amenorrhoea, alopecia, rash generalised, vaginal infection, thyroid disorder, abdominal pain, abdominal distension, back pain, weight increased and feeling abnormal outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, amenorrhoea, arthralgia, back pain, device dislocation, feeling abnormal, musculoskeletal pain, pelvic pain, polyarthritis, rash generalised, thyroid disorder, vaginal infection and weight increased to be related to essure. The reporter commented: during hysterectomy it was discovered that the coil on the left tube had migrated and was protruding from the tube. She mentioned that she had a serious injury (hospitalization, disability/permanent damage and required intervention) but did not specify it to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 17-sep-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw50764604) on 20-apr-2018. The most recent information was received on 22-nov-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), fallopian tube perforation ('fallopian tube perforation / coil in left tube had migrated and was protruding from the tube/working it's wax out of the fallopian tube, migration/ fallopian tubes'), autoimmune thyroiditis ('hoshimoto's disease') and colporrhaphy ('anterior colporrhaphy ') in a 51-year-old female patient who had essure (batch no. 927084) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervical spine degeneration on (B)(6) 2013, atherosclerosis in (B)(6) 2013, pap smear abnormal in (B)(6) 2011 and irregular periods. Concurrent conditions included breast prosthesis implantation. Concomitant products included allium sativum (garlic), colecalciferol (vitamin d3), desogestrel;ethinylestradiol (desogen), fish oil, medroxyprogesterone acetate (depo provera), progesterone;testosterone, thyroid (armour thyroid), vitamin d nos (vitamin d) and vitamin k nos (vitamin k). On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced polyarthritis ("inflammation and joint pain spread throughout the entire body"), arthralgia ("inflammation and joint pain spread throughout the entire body"), musculoskeletal pain ("pain in shoulders was near debilitating"), amenorrhoea ("never had another menstrual cycle since essure insertion"), dyspareunia ("dyspareunia (painful sexual intercourse)"), muscular weakness ("muscle weakness"), vaginal discharge ("vaginal discharge"), dysmenorrhoea ("dysmenorrhea (cramping)") and suprapubic pain ("suprapubic pain") and was found to have heart rate increased ("elevated heart rate/ blood/heart disorder"). In 2016, the patient experienced alopecia ("hair loss") and fatigue ("fatigue"). On 4(B)(6) 2018, the patient underwent colporrhaphy (seriousness criterion medically significant), 5 years 11 months after insertion of essure. In (B)(6) 2018, the patient experienced urticaria ("severe hives spreading from head to toe over weeks"). In 2018, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, disability and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), rash ("random rashes on the body/ongoing unexplained skin rashes on stomach back and occasionallx arms, rash/ skin condition"), vaginal infection ("unexplained vaginal infections"), thyroid disorder ("thyroid issues"), abdominal pain ("abdominal pain"), abdominal distension ("bloating/ gi conditions"), back pain ("back pain"), feeling abnormal ("brain fog"), incontinence ("incontinence/ bladder or urinary problems"), anxiety ("anxiety/ psych injury related to essure"), cervix inflammation ("chronic cervix inflammation"), muscle spasms ("leg spasm"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, davinci platform). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, arthralgia, musculoskeletal pain, alopecia, abdominal pain, abdominal distension, back pain, dyspareunia, muscular weakness, fatigue, anxiety, urticaria, dysmenorrhoea, cervix inflammation and suprapubic pain had resolved, the fallopian tube perforation, autoimmune thyroiditis, colporrhaphy, polyarthritis, amenorrhoea, rash, vaginal infection, thyroid disorder, weight increased, feeling abnormal, incontinence, vaginal discharge, heart rate increased, vaginal haemorrhage and menorrhagia outcome was unknown and the muscle spasms was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, amenorrhoea, anxiety, arthralgia, autoimmune thyroiditis, back pain, cervix inflammation, colporrhaphy, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, feeling abnormal, heart rate increased, incontinence, menorrhagia, muscle spasms, muscular weakness, musculoskeletal pain, pelvic pain, polyarthritis, rash, suprapubic pain, thyroid disorder, urticaria, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: during hysterectomy it was discovered that the coil on the left tube had migrated and was protruding from the tube. She mentioned that she had a serious injury (hospitalization, disability/permanent damage and required intervention) but did not specify it to one of the events. Discrepancy noted in essure insertion date (B)(6) 2012 and (B)(6) 2012. Patient received treatment for events-dyspareunia, dysmenorrhea, migration, fallopian tube perforation. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2012: he placement looked correct.; on (B)(6) 2017: he placement looked correct. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion; on (B)(6) 2017: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 22-nov-2019: ppf received: outcome of the previously reported event- dyspareunia, fatigue, bloating, hair loss, cervix inflammation updated, consumer address updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw50764604) on (B)(6) 2018. The most recent information was received on 23-sep-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), fallopian tube perforation ('fallopian tube perforation / coil in left tube had migrated and was protruding from the tube/working it's wax out of the fallopian tube'), autoimmune thyroiditis ('hoshimoto's disease') and colporrhaphy ('anterior colporrhaphy ') in a 51-year-old female patient who had essure (batch no. 927084) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervical disc degeneration on (B)(6) 2013, atherosclerosis in (B)(6) 2013, pap smear abnormal in (B)(6) 2011 and irregular periods. Concurrent conditions included breast prosthesis implantation. Concomitant products included allium sativum (garlic), colecalciferol (vitamin d3), desogestrel;ethinylestradiol (desogen), docosahexaenoic acid;eicosapentaenoic acid (omega 3), fish oil, medroxyprogesterone acetate (depo provera), menaquinone (vitamin k2), progesterone;testosterone, thyroid (armour thyroid) and vitamin d nos (vitamin d). On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced polyarthritis ("inflammation and joint pain spread throughout the entire body"), arthralgia ("inflammation and joint pain spread throughout the entire body"), musculoskeletal pain ("pain in shoulders was near debilitating"), amenorrhoea ("never had another menstrual cycle since essure insertion"), dyspareunia ("dyspareunia (painful sexual intercourse)"), muscular weakness ("muscle weakness"), vaginal discharge ("vaginal discharge"), dysmenorrhoea ("dysmenorrhea (cramping)") and suprapubic pain ("suprapubic pain") and was found to have heart rate increased ("elevated heart rate"). In 2016, the patient experienced alopecia ("hair loss") and fatigue ("fatigue"). On (B)(6) 2018, the patient underwent colporrhaphy (seriousness criterion medically significant), 5 years 11 months after insertion of essure. In (B)(6) 2018, the patient experienced urticaria ("severe hives spreading from head to toe over weeks"). In 2018, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, disability and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), rash generalised ("random rashes on the body/ongoing unexplained skin rashes on stomach back and occasionallx arms"), vaginal infection ("unexplained vaginal infections"), thyroid disorder ("thyroid issues"), abdominal pain ("abdominal pain"), abdominal distension ("bloating"), back pain ("back pain"), feeling abnormal ("brain fog"), incontinence ("incontinence"), anxiety ("anxiety"), cervix inflammation ("chronic cervix inflammation"), muscle spasms ("leg spasm"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, davinci platform). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, arthralgia, musculoskeletal pain, abdominal pain, back pain, muscular weakness, anxiety, urticaria, dysmenorrhoea and suprapubic pain had resolved, the fallopian tube perforation, autoimmune thyroiditis, colporrhaphy, polyarthritis, amenorrhoea, alopecia, rash generalised, vaginal infection, thyroid disorder, abdominal distension, weight increased, feeling abnormal, incontinence, dyspareunia, vaginal discharge, heart rate increased, cervix inflammation, vaginal haemorrhage and menorrhagia outcome was unknown and the fatigue and muscle spasms was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, amenorrhoea, anxiety, arthralgia, autoimmune thyroiditis, back pain, cervix inflammation, colporrhaphy, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, feeling abnormal, heart rate increased, incontinence, menorrhagia, muscle spasms, muscular weakness, musculoskeletal pain, pelvic pain, polyarthritis, rash generalised, suprapubic pain, thyroid disorder, urticaria, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: during hysterectomy it was discovered that the coil on the left tube had migrated and was protruding from the tube. She mentioned that she had a serious injury (hospitalization, disability/permanent damage and required intervention) but did not specify it to one of the events. Discrepancy noted in essure insertion date (B)(6) 2012 and (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2012: he placement looked correct.; on (B)(6) 2017: he placement looked correct.. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion; on (B)(6) 2017: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2019: upon internal review it was found that case (B)(4) is duplicate of this case (B)(4) :reporter information, patient details, other relevant history, lab data, concomitant drugs, events- ¿fallopian tube perforation, incontinence, dyspareunia (painful sexual intercourse), muscle weakness, vaginal discharge, fatigue, anxiety, hoshimoto's disease, severe hives spreading from head to toe over weeks, elevated heart rate, dysmenorrhea (cramping), chronic cervix inflammation, bloating, and suprapubic pain, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), anterior colporrhaphy¿, reference section from deletion case (B)(4) were transferred to this case. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4) on 20-apr-2018. The most recent information was received on 27-dec-2019. Quality-safety evaluation of ptc: unable to confirm complaint this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), fallopian tube perforation ('fallopian tube perforation / coil in left tube had migrated and was protruding from the tube/working it's wax out of the fallopian tube, migration/ fallopian tubes'), autoimmune thyroiditis ('hoshimoto's disease') and colporrhaphy ('anterior colporrhaphy') in a 51-year-old female patient who had essure (batch no. 927084) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervical spine degeneration on (B)(6)2013, atherosclerosis in (B)(6)2013, pap smear abnormal in (B)(6)2011 and irregular periods. Concurrent conditions included breast prosthesis implantation. Concomitant products included allium sativum (garlic), colecalciferol (vitamin d3), desogestrel;ethinylestradiol (desogen), fish oil (omega 3), medroxyprogesterone acetate (depo provera), progesterone;testosterone, thyroid (armour thyroid), vitamin d nos (vitamin d) and vitamin k nos (vitamin k). On (B)(6)2012, the patient had essure inserted. In 2012, the patient experienced polyarthritis ("inflammation and joint pain spread throughout the entire body"), arthralgia ("inflammation and joint pain spread throughout the entire body"), musculoskeletal pain ("pain in shoulders was near debilitating"), amenorrhoea ("never had another menstrual cycle since essure insertion"), dyspareunia ("dyspareunia (painful sexual intercourse)"), muscular weakness ("muscle weakness"), vaginal discharge ("vaginal discharge"), dysmenorrhoea ("dysmenorrhea (cramping)") and suprapubic pain ("suprapubic pain") and was found to have heart rate increased ("elevated heart rate/ blood/heart disorder"). In 2016, the patient experienced alopecia ("hair loss") and fatigue ("fatigue"). On (B)(6)2018, the patient underwent colporrhaphy (seriousness criterion medically significant), 5 years 11 months after insertion of essure. In (B)(6)2018, the patient experienced urticaria ("severe hives spreading from head to toe over weeks"). In 2018, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, disability and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), rash ("random rashes on the body/ongoing unexplained skin rashes on stomach back and occasionallx arms, rash/ skin condition"), vaginal infection ("unexplained vaginal infections"), thyroid disorder ("thyroid issues"), abdominal pain ("abdominal pain"), abdominal distension ("bloating/ gi conditions"), back pain ("back pain"), feeling abnormal ("brain fog"), urinary incontinence ("incontinence/ bladder or urinary problems"), anxiety ("anxiety/ psych injury related to essure"), cervix inflammation ("chronic cervix inflammation"), muscle spasms ("leg spasm"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and bone pain ("achy bones") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, davinci platform). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, arthralgia, musculoskeletal pain, alopecia, abdominal pain, abdominal distension, back pain, dyspareunia, muscular weakness, fatigue, anxiety, urticaria, dysmenorrhoea, cervix inflammation and suprapubic pain had resolved, the fallopian tube perforation, autoimmune thyroiditis, colporrhaphy, polyarthritis, amenorrhoea, rash, vaginal infection, thyroid disorder, weight increased, feeling abnormal, urinary incontinence, vaginal discharge, heart rate increased, vaginal haemorrhage, menorrhagia and bone pain outcome was unknown and the muscle spasms was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, amenorrhoea, anxiety, arthralgia, autoimmune thyroiditis, back pain, bone pain, cervix inflammation, colporrhaphy, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, feeling abnormal, heart rate increased, menorrhagia, muscle spasms, muscular weakness, musculoskeletal pain, pelvic pain, polyarthritis, rash, suprapubic pain, thyroid disorder, urinary incontinence, urticaria, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: during hysterectomy it was discovered that the coil on the left tube had migrated and was protruding from the tube. She mentioned that she had a serious injury (hospitalization, disability/permanent damage and required intervention) but did not specify it to one of the events. Discrepancy noted in essure insertion date (B)(6)2012 and (B)(6)2012. Patient received treatment for events-dyspareunia, dysmenorrhea, migration, fallopian tube perforation. Lot number: 927084 manufacture date: 2011-12 expiration date: 2014-12. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6)2012: he placement looked correct.; on (B)(6)2017: he placement looked correct.. Hysterosalpingogram - on (B)(6)2012: total bilateral occlusion; on (B)(6)2017: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-dec-2019: social media content received: event achey bones was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.